Event description:
It was reported that when using the bd pyxis¿ es server, it had a devices not communicating, stations on critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices were not communicating, and stations were on critical override. A technical support specialist assisted datasync does not derive its data transaction by tick value but uses a message broker which keeps those data transactions in a queue and checked the current upload queue size within the application. The system functioned as intended after the technical support engineer troubleshot the issue.